Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a delayed response to customer's interaction. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.